Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that internal inspection found evidence of fluid ingress contamination. This device was determined to be unrepairable. The investigation for this claim will be closed as failure due to fluid ingress. The customer was given the option to have their device scrapped at zoll, otherwise it will be returned to their facility unrepaired and labeled "not for clinical use". No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.